Event description:
It was reported that the arctic sun device got an alarm in rewarming mode. They already changed bladder temperature sensing probe to rectal temperature sensing probe due to unstable temperature reading. In rewarming mode, target temperature (tt) was 37 c, patient temperature (pt) was 34.4 c, water temperature (wt) was 24.6 c, flow rate (fr) was 1.8 l/min. Rewarm from 34.6 c, rewarm rate 0.25 c/hr (pr# 2774387). Nurse checked event log and noted alarm 15 (unable to obtain a stable patient temperature), alert 50 (patient temperature 1 erratic) and alert 11 (patient temperature 1 below low patient alert). It was explained that nurse already changed temperature sensing probe and considered as faulty cable. Nurse got another cable from device, disconnected and reconnected pads, started therapy back with patient temperature (pt) 34.7 c, water temperature (wt) was 24.0 c and flow rate was marginal. Now error message low flow was occurred. Nurse checked inlet pressure was -0.1, system hours were 7756 and pump hours were 7256. Explained nurse to do a deep dive, did not had time and will change out device. Nurse connected pads to second device and attached temperature sensing probe. Mss walked nurse on how to set setting in rewarm mode. Currently patient temperature (pt) was 34.8 c, flow rate (fr) was 2.5 l/min., water temperature (wt) 31.9 c and rewarm target temperature (tt) was 37 c. Per follow up 1 on 07apr2021 via nurse, patient was able to complete therapy on second device. Will not be sending cable in.

Manufacturer narrative:
The reported issue was unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the investigation was unconfirmed. A labeling review was not required as the investigation was unconfirmed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got an alarm in rewarming mode. They already changed bladder temperature sensing probe to rectal temperature sensing probe due to unstable temperature reading. In rewarming mode, target temperature (tt) was 37 c, patient temperature (pt) was 34.4 c, water temperature (wt) was 24.6 c, flow rate (fr) was 1.8 l/min. Rewarm from 34.6 c, rewarm rate 0.25 c/hr ((B)(4)). Nurse checked event log and noted alarm 15 (unable to obtain a stable patient temperature), alert 50 (patient temperature 1 erratic) and alert 11 (patient temperature 1 below low patient alert). It was explained that nurse already changed temperature sensing probe and considered as faulty cable. Nurse got another cable from device disconnected and reconnected pads, started therapy back with patient temperature (pt) was 34.7 c, water temperature (wt) was 24.0 c and flow rate was marginal. Now error message low flow was occurred. Nurse checked inlet pressure was -0.1, system hours were 7756 and pump hours were 7256. Explained nurse to do a deep dive, did not had time and will change out device. Nurse connected pads to second device and attached temperature sensing probe. Walked nurse how to set setting in rewarm mode. Currently patient temperature (pt) was 34.8 c, flow rate (fr) was 2.5 l/min., water temperature (wt) 31.9 c and rewarm target temperature (tt) was 37 c. Per follow up 1 on (B)(6) 2021 via nurse (B)(6), they were able to be completed therapy on 2nd device. Will not be sending cable in.